Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Eight events were reported for this quarter. Eight devices were received for evaluation. The reported event was duplicated for one device; the device was found to be affected by internal corrosion. The reported event was not duplicated for 7 devices; the devices were found to be within specifications for the reported event. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 8 malfunction events in which the device overheated. Six events had patient involvement with no patient impact. Two reported events had no patient involvement or patient impact.